Manufacturer narrative:
(B)(4). Investigation is ongoing. Reference mfg. Report # 2015691-2018-01184.

Event description:
Upon removal of the 16fr sheath and during perclose deployment, a small dissection at the access site of the right common femoral artery was noted. A 10mm balloon was used to treat the dissection. Angiogram showed that the dissection was still present however, there was good flow to the vessels and good pulse. It was decided that no other vascular treatment was required. The patient was stable. The device is being returned for evaluation. The patient¿s common iliac artery measured 11.4mm, the external iliac artery measured 8.2mm, and the common femoral artery measured 8.6mm at the point of access. The vessel mildly calcified.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: kink on sheath shaft approximately 2.5¿ from distal tip, damage to soft tip, curvature on sheath shaft, bunching of the liner and circumferential liner delamination approximately 1¿ in length, and the liner was not torn. Initial visual inspection revealed that the c-marker band was not on the device or in the returned packaging. However, there was evidence that the c-maker band was present based on the indented surface where the marker band is positioned in the shaft. Communication with the field clinical specialist indicated that the c-marker band was unaware of the ¿missing c-marker¿. Further inspection into the returned device did not reveal any c-marker band within the seals, housing, or shaft. During initial functional testing, flushing of the sheath resulted in leakage from the housing. Follow up testing after decontamination was not able to replicate the leaking. Failure of the valves to maintain hemostasis initially could have been the result of coagulated blood on the seals that prevented them from properly functioning; this is supported by the fact that the sheath was able to maintain proper hemostasis after being decontaminated. Of note, there was no mention of the seals not functioning improperly during device preparation/usage, supporting that there were no issues with the sheath out of box. Dimensional testing was not performed due to the nature of the complaint. During the manufacturing process, the marker band bond undergoes visual inspection for amount and location of adhesive. The sheath shaft components and esheath final assemblies are inspected, among other things, for the following: shaft od and tip ID, wrinkles, kinks, bends or mechanical damage, circumferentially oriented surface defects, protruding or missing material, dents, cuts, crossing linking of hdpe (blue) across liner (clear), delamination, seam separation, working length, coating, and strain relief length, holes or tears on the strain relief. Additionally, the all valves are inspected (both sides) for holes tears, breaks, and the housing is inspected for physical damage and cracks. The units undergo leak test. In addition, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing. The samples were inspected for seam separation, hemostasis testing, and sheath to soft tip tensile force tolerance. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip liner delamination and separated marker were confirmed. A review of complaint history and manufacturing mitigation revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. The withdrawal difficulty during removal of the ruptured balloon into the esheath likely contributed to the reported events complaint. A ruptured balloon increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. Per report, it was stated that ¿resistance was encountered¿ while retrieving the balloon. Retrieving the device in curved anatomy, as suggested by the curvature in the sheath shaft, can lead to non-coaxial retrieval of the device increasing the chances of the burst balloon material getting caught on the sheath tip. The ruptured balloon removal attempts could have delaminated the liner, and dislodged the c-marker band. In this case, available information suggests that patient/procedural factors may have contributed to the event; however, a definitive root cause is unable to be determined at this time. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, it is possible that the small dissection found at the access site of the right common femoral artery may have been related to procedural factors (device manipulation). While complaint history review revealed that the investigation of the sheath distal tip separated marker had been previously documented by edwards lifesciences in a CAPA and product risk assessment, available information suggests that in this case patient/procedural factors may have contributed to the event. In addition, no manufacturing non-conformities were identified in the returned sample. No labeling or IFU inadequacies have been identified. Since the occurrences rates do not exceed the march 2018 control limits for the applicable trend categories, no further corrective or preventative action is required. Trending for this issue will continue to be monitored.